Manufacturer narrative:
Unique device identifier (UDI): for type of device: wall mount, monitor, physiological, patient( without arrhythmia detection or alarms).

Event description:
Monitor mount plate (welch allyn monitor wall mount wa-0011-01) broke causing monitor to tilt forward to a point that will fall and cause patient harm. Manufacturer response for vital sign monitor, (brand not provided) (per site reporter). They will investigate and let me know.

Event description:
Monitor mount plate (welch allyn monitor wall mount wa-0011-01) broke causing monitor to tilt forward to a point that will fall and cause patient harm. Manufacturer response for vital sign monitor, (brand not provided) (per site reporter): they will investigate and let me know.